Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel of this pacemaker and rv impedance was high and out of range. The minute ventilation feature was programmed off and some of the noise cleared up. At this time, loss of capture of unspecified duration was noted. Device reprogramming resolved this issue. Unipolar outputs were lowered as patient could feel it. A chest x-ray was ordered but results were not available. Boston scientific technical services (ts) discussed options for revision or monitoring.

Event description:
Additional information was received that indicated the associated rv lead was explanted due to a fracture caused by sub-clavicular crush. It was reported that pacing inhibition and oversensing, with no asystole noted, had also occurred. No additional adverse patient effects were reported.